Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was having leakage and they needed assistance with increasing stimulation on the patient programmer. The caller synced with the patient programmer and the stimulation was on, and therapy was on program 2 at 0.0 v. The caller noted the setting was at 1.50 v when the healthcare professional (hcp) adjusted it 3 months ago. The caller noted they did not change the setting. The caller increased stimulation to 1.60 v. The caller noted the issue began a week prior to the call. Additional information from the consumer on (B)(6) reported they had no idea the cause of the setting changing from 1.50 v to 0.00 v and they did not believe they had changed it. There were no further complications that have been reported as a result of this event.